Manufacturer narrative:
The technician found the universal television board was faulty. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least on e pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred durin the manufacturing process. The technician replaced the universal television board junction box assembly to resolve the issue. Based on this information no further action is required.

Event description:
The technician reported the patient position module bed exit alarm will alarm at the bed but will not send a nurse call. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).